Manufacturer narrative:
When the hill-rom technician investigated the lift, he found the emergency stop button was missing and the lift motor would not respond to the motor control commands. According to the service manual, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the electronic card with cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was missing. The lift was located in a patient room at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).